Event description:
(B)(4). It was reported that coronary heart disease and restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was located in the proximal left anterior descending (lad) artery with 100% stenosis, and was 35.2 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the mid left anterior descending (lad) artery with 100% stenosis, and was 35.2 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 38 mm study stent. Following post-dilatation, residual stenosis was 0%. Two days post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2014, the patient presented with coronary heart disease and was hospitalized on the same day. Coronary angiography was performed which revealed stenosis in the mid lad which was treated with percutaneous coronary intervention (pci). Six days post procedure, the event was considered as recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two days post admission coronary angiography revealed 90% stenosis in the mid lad. Following intervention, residual stenosis was 0%.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the vessel diameter of target lesion #2 is 2.5mm instead of 3.00mm as previously reported. In (B)(6) 2014, the patient was diagnosed with unstable angina instead of coronary heart disease as previously reported.